Event description:
It was reported that the rotaburr became stuck on the rotawire. The 80% stenosed, acute bent target lesion was located in a severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the rotawire crossed the lesion and while the burr was going through the wire the rotawire got became kinked and stuck in the burr. The burr and wire were then removed completely. The procedure was completed with a different device. No patient complications were reported and patient was stable.

Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The rotawire was returned inside of a rotablator plus device. The wire was removed with some resistance due to wire kinks. There are numerous kinks along the body of the wire. It was inspected according to procedure (B)(4).the dimensional inspection reveled that the overall length and outer diameters (od) of the distal tip, middle of the device, and proximal section were within it's specification.

Event description:
It was reported that the rotaburr became stuck on the rotawire. The 80% stenosed, acute bent target lesion was located in a severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the rotawire crossed the lesion and while the burr was going through the wire the rotawire got became kinked and stuck in the burr. The burr and wire were then removed completely. The procedure was completed with a different device. No patient complications were reported and patient was stable.